Event description:
As reported from nurse manager: pt was undergoing hemodialysis for three hours without incident. At three hours, the pt was found unresponsive. Blood was noted on the floor, estimated at 300-350 ml. Pt connector of venous blood line had disconnected from central line catheter (tesio brand) and collar was still attached to catheter. Rn manager denies any alarm conditions prior to the disconnection or catheter flow problems requiring flushing. Qb at 300 cc/min. Arterial pressure + 200mm hg, venous pressure + 150mm hg prior to incident. Ns bolus and reinfusion stabilized pt. Pt then transported to hospital, hospitalized from 10/9/97 to 10/11/97. Transfused with one unit of blood with dialysis. Pt returned to out-patient dialysis facility on 10/13/97. Actual blood line available for evaluation, although collar was discarded. Note: reporter is referring to collar as luer lock in her lock in her MDR report. Also, corrected catalog code is 03-7314-2.

Manufacturer narrative:
Pir 9701192-11/12/97 awaiting completion of sample eval. Will send follow-up report. 1/5/98, sample eval: the sample blood line from the complaint, was visually inspected for any mfg defects. The pt end connector was found without a collar. The pt end connector spike underwent a dimensional inspection. The shoulder dimension, that prevents the collar from separation, and the luer taper were found to be within spec. Conclusion: after performing visual inspection, a pt end connector spike disconnection from collar was confirmed. The spike (of the pt end connector) was found to be within spec and the collar (of the pt end connector) was not available for inspection. The incoming inspection records however, were acceptable for involved pt end connector lot (to note, this includes both the spike and collar). Borla, the supplier of this collar has been notified of this reported complaint. Trending of the catalog, lot and complaint codes did not identify any similar complaints, therefore we consider this to be an isolated incident. We will continue to monitor closely for any related or silimar complaints.